Manufacturer narrative:
Several attempts have been made to get more information and none has been forth coming. If more information is received a supplemental medwatch will be sent. Distributor has been trained by sechrist to be a servicer of these types of devices. Device history review found there is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. Complaint review, for past twelve months, for similar devices, found no similar incidents for this device. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Note: this report is being made soley based on the claim of the customer. Manufacturer references file number : (B)(4).

Event description:
Customer reported that the peep suddenly goes down from 6 to be 2.5. Customer says that this affects badly on baby. No reports of serious injury was received.